Event description:
It was reported that the healthcare professional (hcp) requested a review of the reports for this right ventricular (rv) lead, which exhibited dislodgement. Technical services (ts) noted right atrial (ra) sensing on right ventricular (rv) channel during evaluation. The hcp ordered chest xray to assess the lead positions. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the healthcare professional (hcp) requested a review of the reports for this right ventricular (rv) lead, which exhibited dislodgement. Technical services (ts) noted right atrial (ra) sensing on right ventricular (rv) channel during evaluation. The hcp ordered chest xray to assess the lead positions. This rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the dislodged lead was the right atrial (ra) lead. The sales representative reviewed the consult transmission and identified that the ra lead was in the right ventricle (rv). Technical services (ts) incorrectly reported issues with the rv lead, and this error was communicated to the physician. The ra lead was revised on the specified date without any patient issues. Although the sales representative did not handle the initial implant or the subsequent lead revision, familiarity with the case was maintained through communication with the physician. This ra lead remains in service. No adverse patient effects were reported.